Event description:
The ra lead was returned to the manufacturer with no indication of failure after being explanted during a system changeout/upgrade. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis finding: an outer insulation breached depression was observed. Blood/body fluid was present on the proximal conductor and in/on the helix mechanism. Visual analysis noted the outer insulation was breached cut.